Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, "backup battery low" alarm occurred. Both the internal and coin batteries were replaced, which resolved the issue. Pt was manually ventilated and switched to another ventilator.